Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemia event on (B)(6) 2026 due to which the patient got hospitalized. The duration of hospitalization was for less than twenty-four hours. The patient blood glucose was 30 mmol/l and got treated with intravenous insulin. Patient experienced the symptom of nausea at the time of event.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6).patient country: durbanville.name: (B)(6).country: united states of america.(B)(6).imdrf cause investigation code: code b24 is not available in database to capture event history log review.additional information - this MDR is being submitted to include the below:d5: operator of device.e2: health professional.e3: occupation.g2: report source.h6: imdrf clinical signs code, imdrf health impact code, investigation results under type of investigation, investigation findings, investigation conclusions.h11: investigation summary.complaint investigation results:electronic quality management system (eqms) search:a query was run in the eqms on 30/apr/2026 against "lot number" "6012922" and similar malfunction codes: no malfunction based on complaint information, no failure detected, no malfunction based on complaint information. The review confirmed that lot 6012922 was associated with non-conformance (nc)-2214182 for temperature parameter out of specification. However, this nc is not related to the reported failure mode and is not associated with any ncs or corrective and preventive action (CAPA)s of the same or similar naturesimilar complaints search:a query was run in the eqms on 30/apr/2026 against "lot number" criteria equal "6012922" and similar malfunction codes: no malfunction based on complaint information, no failure detected, no malfunction based on complaint information. The count of complaints are 02. The complaints numbers are (B)(4).device history record (DHR) review:the lot 6012922 was manufactured according to work instruction (wi) version 82 and manufactured in the m12, on 24/apr/2025 with a total of (B)(4) units.sub-assembly: assemblylot 5d01269 was manufactured according to the wi version 29 and assembled in the quickset line, on 24-apr-2025, with a total of (B)(4) units. Lot 5d01270 was manufactured according to the wi version 29 and assembled in the quickset line, on 24-apr-2025, with a total of (B)(4) units.sub-assembly: gluing tubing the sub-assembly, gluing of tubing of the lot 5d01258 was manufactured according to the wi version 42 and manufactured in the gluing line 04 and 08, on 21/apr/2025, with a total of (B)(4) units.the sub-assembly, gluing of tubing of the lot 5d01257 was manufactured according to the wi version 42 and manufactured in the gluing line mp04 and mp08, on 13/apr/2025, with a total of (B)(4) units.the sub-assembly, gluing of tubing of the lot 5d01259 was manufactured according to the wi version 42 and manufactured in the gluing line mp04 and mp08, on 22/apr/2025, with a total of (B)(4) units.the sub-assembly, gluing of tubing of the lot 5c06056 was manufactured according to the wi version 42 and manufactured in the gluing line mp04 and mp08, on 12/apr/2025, with a total of (B)(4) units.the device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code.conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted.visual evidence review:no photo was provided to support visual confirmation of the reported issue.conclusion: unable to perform visual verification; assessment based on available documentation only.retain samples testing:based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed.CAPA determination assessment - conclusion summary of complaint investigation:based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts).complaint unconfirmed:following investigation the reported failure could not be confirmed for this complaint.conclusion summary of complaint investigation:as a result of the following:a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012922 and related malfunction codes. Two complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user-related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number:reporting site: 8021545.manufacturing site: 3003442380.